Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6)2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a company representative regarding a patient receiving lioresal (baclofen) 2 000mcg/ml for a total dose of 1139mcg/day via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported on (B)(6) 2017 patient exhibited signs and symptoms of withdrawal including increased spasticity, diaphoresis, difficulty with speech, and increased difficulty with mobility per healthcare professional (hcp). It was noted there were no factors contributed to this event per report. It was stated an aspiration of the catheter access port (cap) was attempted, and there was no cerebrospinal fluid (csf) flow per report. Due to the symptoms of withdrawal and a negative flow from the cap, hcp made the decision to surgically explore the catheter on (B)(6) 2017. It was noted surgical intervention did occur. Hcp took patient into surgery today, (B)(6) 2017, for exploration of the catheter. Hcp opened that back incision and the catheter was intact. Hcp cut the 8782 catheter and there was no csf flow. Hcp then removed the existing 8782 catheter and replaced it with a new 8782 catheter and good csf flow was observed. The new 8782 catheter was connected to the existing 8780 catheter vi collet connector. The issue was noted to have been resolved at time of report, and patient's status was alive no injury. It was noted patient was taking oral baclofen 20 m g every 6 hours and valium as needed per report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.